Manufacturer narrative:
Upon further investigation, it was determined the patient samples contain interfering antibodies to the ruthenium component of the reagent. This is documented in product labeling: in rare cases, interference due to high titers of antibodies to immunological components, streptavidin or ruthenium can occur.

Manufacturer narrative:
Two samples from the same blood draw were provided for further investigation. The customer's (B)(6) igm result was reproduced. No reagent specific issues could be identified. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable (B)(6) elecsys (B)(6) igm results for 1 patient tested on an unspecified cobas 8000 elecsys system. The customer believes that the patient's historical (B)(6) igm results do not match the patient's clinical picture. The date of the event is an approximation as the customer mentioned that the patient has been tested 3 times this year and their (B)(6) results have been (B)(6) while their (B)(6) igm results have been (B)(6). The (B)(6) igm results have not matched the patient's clinical picture. The customer provided an (B)(6) igm result of (B)(6) from the most recent testing, (B)(6) 2019, of a sample from the patient. The result in question was reported outside of the laboratory. The cobas 8000 elecsys system serial number was requested but was not provided.